Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 05-oct-2016, an fse visited the customer site and found cup that a pickup cable was slightly off. He replaced the cable as a precaution. Also, the fse cleaned out the main arm nozzle that had some dirt build up in it. He found a leak in main nozzle and replaced it. The customer also reported that upon a failure they were transmitting a 0.00 result. The fse noticed that the inside of the specification screen indicated "no concentration data", he fixed it. The fse ran a psa calibration with acceptable results. Customer ran all other controls with acceptable results. After the service, the instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a defective flat cable/z-axis.

Event description:
On (B)(6) 2016, a customer reported error 2151: hybrid arm /cup transfer cup pickup failures with their aia-2000 analyzer. The customer was unable to run pth, prl and lh-ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth, prl and lh-ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.